Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. The brand name of the subject device is caravel mc, which is distributed as caravel in the us. Therefore, the brand name in d1 is caravel mc as indicated in the package label of the subject device. Accordingly, the model number in d4 is crv135-19m as indicated in the package label of the subject device instead of that of the device (crv135-19p) distributed in the us. Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, finding on lot history review, and referring to known similar events, it was presumed that stress generated with pushing and pulling manipulation might have been accumulated on the tip of the caravel mc microcatheter while the catheter tip was temporally trapped by the tortuous vessel or the heavily calcified lesion. Consequently, the tip polymer could be bent, stretched and eventually torn off. Although it was concluded that this event was not attributed to product quality, removal of the catheter fragment was considered as an additional treatment. In addition, a possibility could not be completely ruled out that some fragment(s) might be left in the patient as the microcatheter was not returned. Therefore, it was concluded that this event was reportable. No CAPA will be taken. Instructions for use (IFU) states: [contraindications] ~ do not use this microcatheter in advanced calcified lesion. [Warnings] ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) ~ this microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects] ~ separation.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a heavily calcified 90-99% stenosis in the left anterior descending artery (lad). When an asahi caravel mc microcatheter was used to support the manipulation of an asahision blue guide wire, the catheter tip was separated. The separated catheter tip was retrieved with a goose neck snare. The procedure was then continued and completed. The patient was reportedly fine without any issues after the procedure.